Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 441 mg/dl and current blood glucose level was 427 mg/dl and customer had a peanut butter earlier and already did correction bolus. The customer was assisted with troubleshooting for high blood glucose. Customer states sensor updating or sensor glucose value was not available status or alert. Customer reports they did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.